Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, h6.

Event description:
There are currently no reportable events against device on record. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, d6b.

Event description:
Patient reported ¿rupture¿. Later healthcare professional reported rupture. This record is for the left side. Device was explanted.

Event description:
Patient reported ¿rupture¿. Later healthcare professional reported rupture. This record is for the left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d4, d6a, d6b, d9, h6. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: - rupture: observed broken device through microscopic inspection assessed as fold flaw opening . No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (creases, wear abrasion and stress marks ) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported ¿rupture¿. This record is for the left side. Device remains implanted. Device will be returned.

Manufacturer narrative:
Reason for reoperation: rupture.

Event description:
Later healthcare professional reported rupture. This record is for the left side. Device was explanted.